Manufacturer narrative:
Summary of evaluation: requests were made for the return of the device. The device has not been returned, therefore evaluation of this event cannot be performed. If the device is returned this report will be reopened and a complete evaluation will be performed.

Event description:
The rod broke at the junction of the hip nail. The set screw was also removed at this time. There was no adverse consequence for the pt or delay in surgery or anesthesia time.